Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related due to patients rigid anterior mitral valve leaflet. The reported recurrent mitral regurgitation (mr) was due to slda. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, additional information received reported that the patient died on (B)(6) 2018; however, per the physicians opinion, the death is not related to or caused by the mitraclip device. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device (cds 80530u107) is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr) requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 4+. One clip (80316u145) was implanted, reducing the mr to 2+. On (B)(6) 2018, the patient presented asymptomatic. It was noted the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr increased to 4+. A second procedure was performed for treatment. One clip was implanted to stabilize the slda clip. A second clip delivery system (cds 80530u107) was advanced to the mitral valve and grasping performed. Imaging was difficult due to the previously implanted clips. The leaflets were ungrasped due to an increase in gradient pressure. While repositioning, the clip became caught in the chordae. The device could not be completely removed from the chords. The leaflets were grasped, and the clip was deployed on the leaflets and chords. After deployment, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). No further treatment was provided as the mr was reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.